Event description:
It was reported after using the cardiosave intra-aortic balloon pump (iabp) on a patient, a simple leak test error occurred when returning for inspection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported after using the cardiosave intra-aortic balloon pump (iabp) on a patient, a simple leak test error occurred when returning for inspection. No patient involvement was there.

Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, g7, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: b5, d5, e2, e3, g2, h6(health effect ¿ clinical code, health effect ¿ impact codes) it was reported that after using it on a patient cardiosave intra-aortic balloon pump (iabp) is showing "leak test error" issue when returning for inspection. No additional information is available. Gfe was raised for the service order (so) but not available, complaint needs to investigate once so available. Unit cleared for clinical use is unknown. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. No patient involvement was there. H3 other text : customer not responded